Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer, "while attempting to insert an accucath ace this morning (lot # regz1729), I was able to get into the vein no problem via ultrasound, advanced the guide wire smoothly, advanced the catheter but it wouldn't advance so I was trying to retract the guide wire and look with ultrasound again, but the guidewire wouldn't retract. I was meeting extreme resistance and did not want to force it. After waiting a few moments, I tried again. I was able to retract it halfway but no further. I pressed the button to hopefully retract the needle and guide wire and it didn't do anything. After a few attempts, it retracted the needle and the guidewire was bent." 03/09/2023 additional information provided: patient is being treated for elevated ferritin-therapeutic phlebotomy. Patient does have a lot of scar tissue from chemotherapy treatments. It was stated there was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty encountered while inserting an accucath catheter was confirmed but the cause is unknown. A single photograph of the implicated 20g accucath ace deployment device was returned for evaluation. The catheter had been previously deployed, and the needle had been retracted back into the deployment device. It was reported that difficulty was encountered advancing the catheter. However, the cause for the initial insertion difficulty of the catheter could not be determined from the returned photograph. Possible contributing factors could include a damaged catheter tip preventing a smooth catheter insertion or insertion technique. The distal section of the guidewire was seen protruding from the deployment device, as per design. The guidewire appeared to be intact with the coiled tip present on the wire. It could not be determined from the photograph if the distal tip of the guidewire contained any damage or deformation. A bend was seen in the wire, approximately half-way between the distal end of the deployment device and the distal end of the wire. The kink in the wire may be indicative of a difficult placement/removal. Possible contributing factors could include the interaction between the guidewire and the needle or damage to the guidewire preventing it from properly retracting. The IFU warns, ¿do not force or retract the guidewire. Retracting the guidewire may increase the risk of guidewire damage. If the guidewire must be retracted, remove the entire device to prevent the needle from damaging of shearing the guidewire.¿ it was also reported that the user had difficulty retracting the needle. Possible contributing factors could include the interaction between the guidewire and the needle or a bent needle. The IFU warns, ¿do not bend the needle before or during use as this may affect proper needle retraction.¿ although the mechanism of damage could not be determined, it is likely that the difficult catheter insertion, difficulty retracting the guidewire, and difficulty engaging the safety were cascading events and were likely related.

Event description:
It was reported by the customer, "while attempting to insert an accucath ace this morning (lot # regz1729), I was able to get into the vein no problem via ultrasound, advanced the guide wire smoothly, advanced the catheter but it wouldn't advance so I was trying to retract the guide wire and look with ultrasound again, but the guidewire wouldn't retract. I was meeting extreme resistance and did not want to force it. After waiting a few moments, I tried again. I was able to retract it halfway but no further. I pressed the button to hopefully retract the needle and guide wire and it didn't do anything. After a few attempts, it retracted the needle, and the guidewire was bent." 03/09/2023 additional information provided: patient is being treated for elevated ferritin-therapeutic phlebotomy. Patient does have a lot of scar tissue from chemotherapy treatments. It was stated there was no patient harm.